Manufacturer narrative:
(B)(4). Date sent: 9/13/2024. D4: batch #973a26. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the gst45w reload was returned unfired with the sled missing and no returned. The reload pan was partially dislodged from the proximal end. In addition, 8 double drivers missing, and 2 double drivers were out of position, making the reload non-functional. No functional test was performed due to the condition of the reload. In addition, an opened package was received along with the device. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge. It is possible that when removing the staple retainer in an upward and distal to proximal sliding manner prior to loading the reload into the device can eject the sled from the proximal end of the reload. The IFU instruct the user to leave the staple retainer in position until the reload is loaded into the device. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number 973a26, and no non-conformances were identified.

Event description:
It was reported that during unknown procedure, the user was not able to load this into the handle of the device. Because they were not able to use the device, it was never used or fired. They had to pull another reload to complete case. No patient harm.